Event description:
Additional information was received that there was dislodgement. An x-ray was performed and the cause of the event was due to twiddlers.

Event description:
During a remote follow-up, increased pacing impedance, increased defibrillation impedance, and oversensing was detected on the right ventricular (rv) lead. Lead damage was suspected, but was not confirmed. The rv lead was replaced to resolve the event. The patient was stable.